Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 1110057 d4. Medical device expiration date: 31mar2026 h4. Device manufacture date: 20apr2021 d4. Medical device lot #: 1168673 d4. Medical device expiration date: 30jun2026 h4. Device manufacture date: 17jun2021 d4. Medical device lot #: 2189778 d4. Medical device expiration date: 30jun2027 h4. Device manufacture date: 08jul2022.

Event description:
It was reported the bd integra¿ 3 ml retracting safety syringe rubber tip was not flush causing incorrect dosage. The following information was provided by the initial reporter: verbatim: customer wasnt able to recall a specific date. The rubber tip are not flush and this was causing the wrong volume in the needle.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.